Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 1 in the main showed that all rows were not detected on the communication bus at the 6d3 station. A field service engineer attempted to reseated the flat cable and cleaned out any debris in the drawer; however, this did not rectify the problem. Then, the flat cable was replaced, which successfully resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer was not detected on the communication bus, preventing users from accessing medication for patients. This incident resulted in a delay in dispensing medication to the patients and there was no patient harm. There were no adverse events or injuries reported based on this event.